Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing inadequate stimulation resulting in tremors and rigidity due to poor placement of their left lead. The patient underwent a lead explant procedure and was doing well postoperatively. The lead was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.